Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 4, lab: 20. Customer called in to report large discrepant results. Customer said meter was discrepant with other pts too, but no data was provided on those pts. She only had this one pt's info available because of the large difference she saw. On (B)(6), inratio inr = 4. Later the same day (time between unk) she went to the hosp for a previously planned platelet infusion procedure, not related to the previous inratio result. While in the hosp and inr was taken that read 20. Technical svc verified that the value of 20 from the hosp was in fact an inr reading and not a pt.

Manufacturer narrative:
Investigation pending.